Manufacturer narrative:
The reported events were low lead impedance and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of a low lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a cardiac perforation. During the review, it was discovered that the exhibited high impedance and a drop in r-wave sensing. During the revision, the helix would not extend after it was retracted for revision. The lead was explanted and replaced. There were no patient consequences.